Event description:
It was reported that during a chronic catheter placement procedure, a small hole was allegedly noted when flushing. Reportedly, the line was clamped and occlusively covered, and the procedure was completed by an external length replacement kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one leonard d/l catheter extension leg was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Upon infusion, a small leak was noted on the clamping sleeve during functional testing. Therefore, the investigation is confirmed for the reported material hole. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one leonard d/l catheter extension leg was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Although the sample was returned for evaluation, two electronic photo were provided for review. Upon infusion, a small leak was noted on the clamping sleeve and a complete circumferential break was noted at the distal end of the extension leg. Therefore, the investigation is confirmed for the reported material hole and identified fracture and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a chronic catheter placement procedure, a small hole was allegedly noted when flushing. Reportedly, the line was clamped and occlusively covered, and the procedure was completed by an external length replacement kit. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, a small hole was allegedly noted when flushing. Reportedly, the line was clamped and occlusively covered, and the procedure was completed by an external length replacement kit. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.